Event description:
It was reported that the bd syringe integra 3ml w/ndl 22x1-1/2 rb it was reported that there was issues with the needle not completely retracting, leakage past the stopper, and medication in the barrel after plunger was activated. 1of 2 the following information was provided by the initial reporter: the customer stated there was three separate issues with the intregra: - the needle did not completely retract. - there was leakage past the stopper. - the plunger was activated completely but there was still medication in the barrel. Date of event (B)(6) 2020, lot unknown. Patient identifiers for the 3 patients are not available.

Manufacturer narrative:
Investigation summary eight opened integra packages, one sealed packaged integra syringe and four loose used integra syringes were received in an envelope. The samples were visually evaluated. The empty packages and the sealed package were confirmed to be from batch #9064565 (p/n 305272). The four used syringes had unknown substance in the fluid path which had also leaked outside the syringes and into the envelope. These samples could not be handled due to potential risk associated with handling used contaminated samples with unidentified medication. Three of the syringes appeared to have correct retraction activation based on stopper and plunger positions. One syringe had premature retraction as evidenced by stopper being high in the barrel above 0.5ml marking and retraction cutter activated with lots of medication still in the fluid path. Medication appeared to be quite viscous from what was observed to have leaked out of the syringes. These samples could not be further evaluated due to reasons stated above. The one sealed package was visually evaluated. It was observed to have a stopper front rib deformation on one side. The sample was tested for retraction. All retraction forces were within acceptable range per product specification. Premature retraction defect could not be confirmed to be related to the manufacturing process based on the samples received. It is possible the viscosity of medication, needle gauge and speed of administration were factors in activating the retraction mechanism. Potential root cause for leakage past stopper could be associated with the stopper damage as observed in the one sealed sample. This is likely due to misalignment during the assembly process corrective actions are underway to initiate a preventive machine-wide verification checklist that includes barrel to plunger to stopper alignment check between each batch change. A device history review was conducted for lot number 9064565. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 22x1-1/2 rb it was reported that there was issues with the needle not completely retracting, leakage past the stopper, and medication in the barrel after plunger was activated. 1of 2. The following information was provided by the initial reporter: the customer stated there was three separate issues with the intregra: the needle did not completely retract, there was leakage past the stopper, the plunger was activated completely but there was still medication in the barrel, date of event (B)(6) 2020, lot unknown. Patient identifiers for the 3 patients are not available.